Event description:
Boston scientific received information that this pacemaker system was implanted and status post implant there were pauses in telemetry and loss of the right ventricular (rv) rate. The patient was brought back into the laboratory and the pocket was reopened. It was determined that the leads were switched in the header. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.